Event description:
Through journal article, "activin a and follistatin serum concentrations in breast augmentation patients". The author reported the event of capsular contracture - baker grade iii-IV in 3 long-term negative patients. Device status is unknown. Affected side is unknown.

Manufacturer narrative:
B)(6). Article citation: "activin a and follistatin serum concentrations in breast augmentation patients" - philip h. Zeplin, md (nov, 2023). Plastic surgery (oakville, ont.) 31.4: 377-382. (Nov 2023); https://doi.org/10.1177/22925503211051120. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii - IV.